Manufacturer narrative:
Bayer case number: (B)(4). Implant on the left side was displaced [device dislocation]. Hypercalcemia [hypercalcemia]. Thyroid cancer [thyroid cancer]. Asthenia [asthenia]. Musculoskeletal pain [musculoskeletal pain]. Muscle pain [muscle pain]. Joint pain [joint pain]. More and more pelvic pain [pelvic pain female]. Lumbar pain [lumbar pain]. Numbness of the limbs, feet, hands [numbness of extremities]. Burning felt in the body [burning sensation]. Headaches [headache]. Worse vision [visual impairment]. Teary eyes [teary eyes]. Problems with concentration [concentration impairment]. Memory loss [memory loss]. Walking is painful [pain upon movement]. Body very tired [tiredness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2025. The most recent information was received on 17-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implant on the left side was displaced") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced hypercalcaemia ("hypercalcemia"). In 2019 she was found to have thyroid cancer ("thyroid cancer"). In 2022 she experienced myalgia ("muscle pain"), arthralgia ("joint pain"), pelvic pain ("more and more pelvic pain"), back pain ("lumbar pain"), hypoaesthesia ("numbness of the limbs, feet, hands"), burning sensation ("burning felt in the body"), headache ("headaches"), visual impairment ("worse vision"), lacrimation increased ("teary eyes"), disturbance in attention ("problems with concentration"), amnesia ("memory loss"), pain ("walking is painful") and fatigue ("body very tired"). On unknown date she experienced device dislocation (seriousness criterion intervention required), asthenia ("asthenia") and musculoskeletal pain ("musculoskeletal pain"). The patient was treated with surgery (left sided essure removal with ligation of the fallopian tube on the left). Essure was removed. At the time of the report, the device dislocation had resolved and the thyroid cancer, asthenia, myalgia, arthralgia, pelvic pain, back pain, hypoaesthesia, burning sensation, headache, visual impairment, lacrimation increased, disturbance in attention, amnesia, pain and fatigue had not resolved. The outcomes for hypercalcaemia and musculoskeletal pain were unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, burning sensation, device dislocation, disturbance in attention, fatigue, headache, hypercalcaemia, hypoaesthesia, lacrimation increased, musculoskeletal pain, myalgia, pain, pelvic pain, thyroid cancer and visual impairment to be related to essure administration. The reporter commented: placement of essure implants in (B)(6) 2013; further to the follow-up x-ray 3 months after the placement, in (B)(6) 2013, the implant on the left side was displaced so another interventional procedure was performed to remove the implant and then ligation of the fallopian tube on the left. Health concerns since summer 2018 with hypercalcemia, then thyroid cancer (2019), no longer has a thyroid. Still followed at hospital because cancer-related antibodies still positive. Following this interventional procedure, asthenia less severe than today, some musculoskeletal pain. Comments: many radiological examinations performed (x-ray, ultrasound, computed tomography [CT] scan, magnetic resonance imaging [MRI], scintigraphy, bone scan, positron emission tomography [pet] scan, blood tests that gave negative results each time. My symptoms since 2022 and which are worsening: immense asthenia, muscle pain, joint (musculoskeletal) pain, more and more pelvic and lumbar pain for the past 3 weeks, numbness of the limbs, feet, hands, burning felt in the body, headaches, worse vision, teary eyes, problems with concentration, memory loss, walking is painful. Body very tired. No information / details were provided regarding right essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood test] (date unknown): negative. [Bone scan] (date unknown): negative. [Computerised tomogram] (date unknown): negative. [Magnetic resonance imaging] (date unknown): negative. [Positron emission tomogram] (date unknown): negative. [Radioisotope scan] (date unknown): negative. [Ultrasound scan] (date unknown): negative. [X-ray] in (B)(6) 2013: the implant on the left side was displaced so another interventional procedure was performed to remove the implant and then ligation of the fallopian tube on the left; (date unknown): negative. The batch no. 106681 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2025: quality safety evaluation of product technical complaint. Case comments: an not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4), implant on the left side was displaced [device dislocation] , hypercalcemia [hypercalcemia] , thyroid cancer [thyroid cancer] , asthenia [asthenia] , musculoskeletal pain [musculoskeletal pain] , muscle pain [muscle pain] , joint pain [joint pain] , more and more pelvic pain [pelvic pain female] , lumbar pain [lumbar pain] , numbness of the limbs, feet, hands [numbness of extremities] , burning felt in the body [burning sensation] , headaches [headache] , worse vision [visual impairment] , teary eyes [teary eyes] , problems with concentration [concentration impairment] , memory loss [memory loss] , walking is painful [pain upon movement] , body very tired [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implant on the left side was displaced") in a 46-year-old female patient who had essure inserted (lot no. 106681) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced hypercalcaemia ("hypercalcemia"). In 2019 she was found to have thyroid cancer ("thyroid cancer"). In 2022 she experienced myalgia ("muscle pain"), arthralgia ("joint pain"), pelvic pain ("more and more pelvic pain"), back pain ("lumbar pain"), hypoaesthesia ("numbness of the limbs, feet, hands"), burning sensation ("burning felt in the body"), headache ("headaches"), visual impairment ("worse vision"), lacrimation increased ("teary eyes"), disturbance in attention ("problems with concentration"), amnesia ("memory loss"), pain ("walking is painful") and fatigue ("body very tired"). On unknown date she experienced device dislocation (seriousness criterion intervention required), asthenia ("asthenia") and musculoskeletal pain ("musculoskeletal pain"). The patient was treated with surgery (left sided essure removal with ligation of the fallopian tube on the left). Essure was removed. At the time of the report, the device dislocation had resolved and the thyroid cancer, asthenia, myalgia, arthralgia, pelvic pain, back pain, hypoaesthesia, burning sensation, headache, visual impairment, lacrimation increased, disturbance in attention, amnesia, pain and fatigue had not resolved. The outcomes for hypercalcaemia and musculoskeletal pain were unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, burning sensation, device dislocation, disturbance in attention, fatigue, headache, hypercalcaemia, hypoaesthesia, lacrimation increased, musculoskeletal pain, myalgia, pain, pelvic pain, thyroid cancer and visual impairment to be related to essure administration. The reporter commented: placement of essure implants in (B)(6) 2013; further to the follow-up x-ray 3 months after the placement, in (B)(6) 2013, the implant on the left side was displaced so another interventional procedure was performed to remove the implant and then ligation of the fallopian tube on the left. Health concerns since summer 2018 with hypercalcemia, then thyroid cancer (2019), no longer has a thyroid. Still followed at hospital because cancer-related antibodies still positive. Following this interventional procedure, asthenia less severe than today, some musculoskeletal pain. Comments: many radiological examinations performed (x-ray, ultrasound, computed tomography [CT] scan, magnetic resonance imaging [MRI], scintigraphy, bone scan, positron emission tomography [pet] scan, blood tests that gave negative results each time. My symptoms since 2022 and which are worsening: immense asthenia, muscle pain, joint (musculoskeletal) pain, more and more pelvic and lumbar pain for the past 3 weeks, numbness of the limbs, feet, hands, burning felt in the body, headaches, worse vision, teary eyes, problems with concentration, memory loss, walking is painful. Body very tired. No information / details were provided regarding right essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood test] (date unknown): negative, [bone scan] (date unknown): negative, [computerised tomogram] (date unknown): negative, [magnetic resonance imaging] (date unknown): negative, [positron emission tomogram] (date unknown): negative, [radioisotope scan] (date unknown): negative, [ultrasound scan] (date unknown): negative, [x-ray] in (B)(6) 2013: the implant on the left side was displaced so another interventional procedure was performed to remove the implant and then ligation of the fallopian tube on the left; (date unknown): negative. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.